Event description:
Initial surgery was performed (B)(6) 2014, during which two prosthesis were implanted at the c5-c6 and c6-c7 disc spaces. Approximately 18 months following surgery, it was reported the c5-6 prosthesis had migrated anteriorly. The affected level was revised to a plated fusion.

Manufacturer narrative:
Nuvasive reference (B)(4). Two prosthesis were implanted at the c5-6 and c6-c7 spine levels. It was reported that the lower level of the c5-c6 migrated anteriorly. The explanted device has not been returned. No root cause has been identified. The prosthetic device has been evaluated for, and is approved for single-level spinal correction. Labeling review: "risks associated with implants in the spine, including the pcm cervical disc device, are: early or late loosening of the components; disassembly; bending or breakage of any or all of the components; implant migration; malpositioning of the implant; loss of purchase; sizing issues with components; anatomical or technical difficulties.."